Event description:
According to dr chang, the graft was sutured with 5-0g and as soon as the clamp was released, the blood was emerging from the graft wall. The blood did not stop after giving medication and check act (activated clotting time). The blood was leaking at the rate of 100-200 cc/min. We had to transfer (transfuse) 5000 cc of blood, then the blood stopped. The pt is now in the hosp with well condition.

Manufacturer narrative:
Being investigated. Method: the device history records for the batch were reviewed. Results: all mfg and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specs at the time of release to distribution. There are no similar incidents against this batch. Items marked ni are unk at this time. (B)(4).